Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) was programmed to right ventricular (rv) only pacing for two years. Pacing impedances on this left ventricular (lv) lead were reportedly greater than 2000 ohms. When the crt-d was explanted and replaced due to a therapy change, this lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.